Manufacturer narrative:
This report is submitted on october 16, 2023.

Event description:
Per the clinic, the patient experienced a skin infection at the implant site and was treated with antibiotics (specific type, date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.